Manufacturer narrative:
Information was received on 29-nov-2021 indicating that no patient was involved in this event, event occurred during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated, could not repeat customer stated problem during testing. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. An unspecified downstream occlusion sensor issue was also reported. No adverse patient effects were reported.